Event description:
Customer alleged blood glucose results of 88 mg/dl and 170 mg/dl obtained within 4 mins on the advantage system. Customer reported feeling weak. Customer took no treatment/action based on results. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.